Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the gold piece at the distal end of the fenestrated bipolar forceps instrument was coming ocracked. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. The yaw pulley was not cracked. An additional observation not reported by site was that one grip was bent, causing side to side misalignment of grips. There was a .055 offset at the tips. The bent grip does not exhibit separation of the yaw pulley and pulley cover at the glue joint. This indicates that the likely cause of bending is overloading at the tip. It was concluded that the damages to the instrument's grip tip was likely due to mishandling/misuse. No other damage was found. An additional observation not reported by site was that pitch down cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed clevis. The clevis does not exhibit any damage or wear marks. No other cable damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable could cause or contribute to an adverse event if the failure mode were to recur.